Manufacturer narrative:
The customer checked the sample condition and there was no fibrin clot or hemolysis. The customer confirmed the previous cell blank measurement and photometer check were acceptable. The field service engineer replaced both sample probes, performed adjustments to the sample probes and reagent probes, and checked the cell rinse. He performed qc and had results within the acceptable range. After service, no further issues were reported by the customer. The investigation reviewed the calibration results and did not find any abnormal results. The patient's result printouts, qc results, system alarm trace, and sample pre-analytic details were requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable phos2 phosphate (inorganic) ver.2 results for one patient tested on a cobas 8000 c 702 module. The customer reported the phosphate qc was within the acceptable range prior to patient testing. The patient's initial phosphate result was not reported outside the laboratory. The customer performed repeat testing with the patient's primary tube as well as an aliquot sample cup. At 07:14 a.m., the patient's initial phosphate result with the primary tube was 2.91 mmol/l. At 08:09 a.m., the patient's repeat phosphate result with an aliquot was 1.05 mmol/l. At 08:54 a.m., the patient's repeat phosphate result with the primary tube was 1.04 mmol/l. The phosphate reagent lot number was 560260 with an expiration date requested but not provided.